Event description:
Inserted piv with 24 g and retracted needle, when attempting to attach extension set and flush - was unable to connect as there was a broken piece of plastic inside the IV catheter hub.